Event description:
(B)(6) has reported a trend of multiple free flow incidents at (B)(6) site. The hospital site is unknown. Lot number unknown. No further incident details were given by the customer.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
A 2260-0006 product was not available for investigation of pr (B)(4); the lot number was not available. The feedback provided by the customer states that, "a trend of multiple free flow incidents." No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation. The lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is an isolated occurrence with no further reports of this nature against the 2260-0006 set over the past 12 months.

Event description:
No additional information.